Event description:
Customer alleges that on (B)(6) 22:30, nurses could smell burning, and smoke, and smell led them to the charger. On following the smell to the charger they saw sparks and also flames coming from the 'transformer box' part of the charger. They unplugged the charger which stopped the fire.

Manufacturer narrative:
.

Event description:
Customer alleges that on (B)(6), 22:30, nurses could smell burning, and smoke, and smell led them to the charger. On following the smell to the charger they saw sparks and also flames coming from the 'transformer box' part of the charger. They unplugged the charger which stopped the fire.